Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 2314912-2025-00049. All information can be found under manufacturer report number 2314912-2025-00049. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: event date: the issue occurred on an unspecified date in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set experienced a separation or connection issue. This was described as the ¿transfer set was coming apart where the tube connects to the plastic adaptor that connects to the titanium adaptor¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.